Manufacturer narrative:
Calibration and qc data were acceptable. The alarm trace does not contain any alarms related to the event. The issue was resolved by field service representative intervention of replacing the ise electrodes. No further issues were reported after the service visit.

Manufacturer narrative:
The field service engineer discovered the ise electrodes needed to be replaced. He replaced the ise electrodes, ise pinch tubing, and the ise sipper tubing. He performed ise checks and conditioned the electrodes. The customer performed calibration and qc with acceptable results. The customer performed patient correlation testing with another c 501 with satisfactory results. The customer performed additional ise checks with no errors. A precision check with qc material was performed with passing results. The investigation is ongoing.

Event description:
The initial reporter received questionable non reproducible ise indirect gen.2 na results for one patient tested on a cobas 6000 c (501) module. The initial result was reported outside the laboratory. The physician questioned the initial na result. The customer repeated the sample on another c 501 module for confirmation testing. The customer replaced an ise reagent and repeated the sample on the original c 501. The initial na result was 126 mmol/l. The repeat result the other c 501 was 134 mmol/l, and the repeat result on the original c 501 was 134 mmol/l. The customer determined the repeat result of 134 mmol/l was correct. Na electrode lot number and expiration date were requested but not provided.